Event description:
It was reported that prior a da vinci-assisted ventral hernia tapp surgical procedure, the system was faulting with an 1162 error on universal surgical manipulator (usm) 1. Customer power cycled the system but error kept appearing. Technical service engineer (tse) had customer try hard power cycle of patient side cart (psc) and restart, however 1162 error kept appearing. Tse informed customer that system could be used with 3 usm, but ums 1 needed replacement. Customer proceeded with 3 usms. The procedure continued as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and in artemis, the 1162 error was found indicating axes controller (ac) magnetic cannula sensor fault on the axes controller spar (acs) board, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient site cart (psc) fixture test platform (pftp) where check cannula test was found to be failing on the cannula north check. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.